Event description:
During a transfer from a bed to a chair using a patient lift and sling, the top two loops of the sling slipped off the hanger bar. The patient fell to the floor and hit their head on the lift leg. The patient sustained a laceration on the back of their head.

Manufacturer narrative:
Based on our interviews of facility staff, it appears that the facility was using a non-medcare sling. They stated some confusion when reviewing our operations manual, because the sling involved in this incident had different color loops than those in our operation manual. The color loops on the sling they used are a good indicator that they were using another manufacturer's sling in combination with our lift. This is a violation of our policy that only our slings should be used with our lifts as we have not tested the compatibility of other manufacturer's slings with our lifts. There was no malfunction of the lift. However, this lift was not manufactured by medcare products, inc. It was manufactured by medcare products llc. This is a non-related company that we purchased the assets from in 1998. It should be noted that this facility had another, non-related incident on 02/09/07. See manufacturer report number 2135150-2007-00002. Following this incident, we scheduled an inservice appointment for our representative to visit the facility to conduct an inservice of staff. The facility cancelled this inservice. The inservice has been rescheduled for 3/5/07. The lift and sling involved in this incident have been taken out of service pending an investigation by our representative.